Manufacturer narrative:
Esubmitter does not allow you to put unk. (Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
The reporter stated " too much haloes", unsatisfied. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.